Event description:
During the evaluation of a returned homechoice device, a system error 2240 alarm (air in set) was identified in the log, which indicates a potential malfunction of the disposable cassette. The alarm occurred on (B)(6) 2012 at 13:49:48. No additional information is available.

Manufacturer narrative:
(B)(4). The evaluation code of 10 has been replaced with 3323 as the device was not received for evaluation and therefore no testing could be performed on the device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). During the evaluation of a homechoice device, an alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.